Event description:
It was reported that the fowler was malfunctioning. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
MFR's investigation is still ongoing; if add'l info is received, a f/u report may be submitted.